Event description:
It was reported that during an ivor lewis esophagectomy procedure, the device was used to create an anastomosis between the gastric tissue and distal esophagus. The surgeon seated the anvil and used suture to secure it. He then closed the device and dialed the knob until the indicator was in the green section; this was noted visually via the video system being used in the case. He then fired the device and a crunch was heard and felt by the surgeon. He then turned the dial 1/2 turn and started to remove the device, as he did this, it was apparent the staple line had not formed correctly. The device was removed at this point. The surgeon used suture to create the anastomosis and completed the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.